Event description:
It was reported that sometime post port placement, the patient allegedly experienced swelling on right shoulder during infusion with steroid. It was further reported that subcutaneous leakage was found. The patient current status was normal.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g5. H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a catheter was returned for evaluation. Visual, microscopic visual and functional testing was performed. Multiple punctures were observed on the port septum. Damage was noted on the port body. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body and catheter were patent to infusion and aspiration without issue. The investigation is inconclusive as the exact circumstances of the reported event in unknown and the clinical conditions cannot be replicated. Although a definitive root cause could not be determined, excessive procedural force, port housing disassembles due to over pressurization, port base / needle over penetration and/or use of coring needles to access during routine use (hypodermic needle) could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified.

Event description:
It was reported that sometime post port placement, the patient allegedly experienced swelling on right shoulder during infusion with steroid. It was further reported that subcutaneous leakage was found. The patient current status was normal.